Event description:
Material #: 305916 batch #: regx0367 it was reported that the bd safetyglide needle pulled out of hub. The following information was provided by the initial reporter: the needle detached from the needle hub and remained in the students' arm. Verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): (B)(6) 2024 site name/location: (B)(6) centre level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): yes incident details: during a school immunization program, writer administered an hpv vaccine to a grade 6 student. When the writer withdrew the syringe/needle from the students arm the needle (metal portion) became detached from the needle hub (plastic portion with the luer-lok) and remained in the students' arm. Writer removed the needle (metal portion) from the student's arm and examined the needle (metal portion) to ensure it remained intact and no portion of the needle (metal portion) remained in the student's deltoid muscle. Student remained calm throughout the incident. Impact of incident: patient outcome was not impacted by the product problem. The full dose of vaccine was administered to the student. Who was affected? No person affected device information device name/description: needle hypodermic safety 25ga x 1 in manufacturer: becton dickinson canada inc manufacturer code/model: (B)(4) serial or lot number: (B)(6) device expiry date (yyyy-mm-dd): unknown supplier: medline canada corporation supplier catalogue number: 308-305916 was the device retained? No.

Manufacturer narrative:
G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.